Event description:
It was reported that the patient felt hypotensive and was admitted to the hospital. The electrocardiogram captured strips showed sinus tracked rhythms in the 50s, which was below the lower rate setting of the implantable cardioverter defibrillator (ICD) device. The physician was going to be making changes proactively since the patient was unable to tolerate the pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958 lead; 559445 lead, implanted: (B)(6) 2005. (B)(4).